Event description:
Per the clinic, the patient developed an infection. Subsequently, the patient was treated with topical and oral antibiotics (specific date and duration not reported). The patient was also treated with silver nitrate (specific date and duration not reported); however, the issue did not resolve. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.